Event description:
It was reported that during the implant attempt the patient had no viable vessels. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found and there was blood on the distal conductor (non-obstructing). The full lead was returned for analysis.